Event description:
Customer reports to have received a button error alarm during bolus delivery. Customer also reports that reservoir leaked into pump. Customer's blood glucose was over 300 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to constant motor error alarm. The insulin pump was received with corroded keypad traces. Unable to verify button error alarm due to constant motor error alarm. The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.